Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what do you mean by "the strands were found loosen just after the first stitch and suture would be broken"? Please refer to defect photo, the strands separated as photo show did the suture first fray/unravel and then break into 2 pieces? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the total quantity involved 1? If more than 1, please provide the total quantity.

Event description:
It was reported that a patient underwent an oviduct end procedure on (B)(6) 2018 and suture was used. During the procedure, the strands loosened and suture was easy broken. The strands were found loosen just after the first stitch and suture would be broken if just slightly pulled. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional summary: it was reported performance breakage suture and fraying suture two needle-suture pieces and two suture pieces were returned for analysis. This product code is double armed. During the visual inspection of the sample (two needle/suture piece), the swage and attachment area of needles were as expected and marks were observed on the body needles, and the ends of the strands were observed cut appears to be by use of a surgical instrument. The others two sections of the suture were examined, and one end was cut and the other extreme was noted busted and fraying in both strands. Due to condition of the sample no functional test could be performed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture and suture fraying, suggests an improper handling of the sample. Additional information was requested and the following was obtained: is the total quantity involved 1? Yes if more than 1, please provide the total quantity. Na